Event description:
A malfunction was reported with a malfunction code displayed as "malf 9." This issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value unknown but displayed as "high." The customer addressed the high blood glucose level with a correction injection via multiple daily injections (mdi) and received assistance from technical support to reset the pump. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any further issues occurred.